Event description:
It was reported that the customer experienced a past high blood glucose event without a specific value, only that it was displayed as "high." There was no adverse impact to the customer's blood glucose level reported. The customer resolved the high blood glucose by administering a correct bolus and changing the infusion set and cartridge, with the control iq feature turned on at the time. Technical support was engaged for additional assistance as the customer reported frequent and recurring high blood glucose levels.